Event description:
Per attorney, consumer was sitting on the seat of the rollator when it allegedly fell to the left. Pt fell with the rollator and hit their head on a flowerpot. User sustained fracture of left arm and shoulder, impacted fracture of humeral head, two-part proximal humerous fracture, laceration of scalp left temple.